Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was stated patient having pain. It was also stated that there was a loosening of an unknown component, loosening occurred at bone to implant interface. Doi: unknown; dor: (B)(6) 2018; right side.

Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. E3 initial reporter occupation: lawyer.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4) is used to capture surgical intervention. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After review of medical records, the patient was revised to address joint prosthesis complication resulting to pain and pseudotumors. Revision note reported significant depth was noted in tensor fascia lata layer of the trochanter, mild corrosion in the trunnion, scar tissue, leg length increase, bone loss, and osteolytic lesion medially below the lesser trochanter. Based on what was indicated in the revision note, it would suggest that the stem was loose confirming what the unknown loose component was from the previous report. Doi: (B)(6) 2009: dor: (B)(6) 2018: right hip.